Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery to support the 47 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. His underlying medical history was not shared. The leg became ischemic and pulses were lost after pump insertion. The team performed angiography to assess flow and consulted with vascular surgery as the leg was cold. No intervention was performed. The patient was then air transported from the community to the tertiary center. The tertiary center also observed the cold leg and hemolysis. The pump was removed and replaced by extra corporeal membrane oxygenation (ECMO) after 12 hours of support. Prior to explant the pump functioned as intended at p-8 at 3.1l/min with d5w sodium bicarbonate in the purge solution. The patient survived and the ECMO now provides primary hemodynamic support to the patient. Per the second, tertiary center one of the signs of hemolysis was the tinged urine.

Manufacturer narrative:
Additional information was received and noted the following: no intervention other than explant of the device for hemolysis or limb ischemia. The pump is not available for return; it was noted to have been discarded.